Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The water/air supply tube was clogged, which lead to the unsmooth air/water supply. The angles were insufficient. The insertion tube was aged. The suction port was worn. The instrument channel tube had leakage. The switches were discolored. The protector was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the air supply on the evis lucera gastrointestinal videoscope was not smooth. The issue was found during reprocessing. The intended procedure was completed with another device with no surgical delay. No patient harm reported. During the evaluation of the device, it was noted the water/air supply tube was clogged due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the water/air supply tube was clogged due to insufficient or incorrect reprocessing noted at estimation. The water supply status of the nozzle was checked during the pre-use inspection. There was no abnormality in the usage check before the clogging was found. The nozzle was not clogged in the case and was found before use. The mh-946 injection tube was not used for manual cleaning in the hospital. The facility was using a non-olympus automatic endoscope reprocessor (aer). It was unknown when the last time the nozzle was changed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to device handling and insufficient or incorrect reprocessing. The event can be detected by following the instructions for use (IFU) which state: operation manual_ preparation and inspection: inspection of the endoscope_ ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ inspection of the endoscopic system. ¿inspection of the air-feeding function¿. ¿inspection of the objective lens cleaning function¿. The event can be prevented by following the instructions for use (IFU) which state: -reprocessing manual_ cleaning, disinfection, and sterilization procedures precleaning: flush water and air into the air/water channel_ caution: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ manual cleaning_ cleaning the external surface: ¿with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned¿. ¿flushing detergent solution into the air/water channel¿. ¿presoak for excessive bleeding and/or delayed reprocessing after each procedure¿. Olympus will continue to monitor field performance for this device.